Event description:
It was reported that the patient had been in the emergency room with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose levels reached 352 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include feeling weak, vomiting and back pain. It was reported that the pod was leaking. While the patient was sleeping, the pod reportedly fell off the infusion site (arm), causing the cannula to dislodge. The patient was treated with intravenous fluids. The patient was released 4 hours later on the same day, (B)(6) 2026. A new pod was placed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version3.1.6 cloud - operating system n5004l-am-q-mv01602-06-01.06 cloud - hardware n5004l cloud - cgm sensor type g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.